Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue on their own earlier in the day by changing the infusion set and cartridge. Customer service educated the caller on ensuring air removal from the cartridge before filling, and the caller understood. The customer successfully resumed insulin administration.